Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's ipg incision site opened. The physician believed they had removed the staples too early causing the wound to open and as a result, the device was explanted. The patient was receiving effective pain relief from the device and will re-implant in a few months. There have been no reports of further complications regarding this event.